Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012476840 was returned and analyzed. Visual inspection was carried out. The catheter pscc100 of lot 0012476840 appeared intact with no visible damage. It was received with the guidewire included. The capture devices were extended along the shaft, and the spiral array was also extended. However, a kink was observed on the shaft approximately 19.5 inches from the distal tip. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function operated as expected, and the shape of the capture device was unremarkable, with no atypical features. The catheter connected to a test catheter interface cable (cic) without resistance, securing the connection as both latches fully engaged into the catheter connector. The slide control function operated as expected with no abnormalities. Upon full advancement of the slide control to extend the guidewire lumen, a kink was observed on the guidewire lumen along the extended portion. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. The native guidewire could not be used due to the returned condition of the catheter. Additionally, the laboratory te st dilator was unable to advance through the guidewire lumen due to the kink observed on the shaft area of the catheter. Hipot testing verified the integrity of the electrode wires' insulation, and electrical continuity testing revealed that the electrode wires were intact with no detachment or breakage. In conclusion, the catheter failed the return product inspection due to a kink observed on the shaft and another kink observed on the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation, there was resistance trying to advance the guidewire. The case continued and after the pulmonary veins (pv) were ablated the catheter and guidewire were removed and part of the wire had stripped. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.